Event description:
Note: the date of event is not known. A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, 8 minutes into the procedure, a cervical leak (no alarms or error codes sounded) was noted and the procedure was aborted. The exact amount of leakage is not known and there was no burn. A few days later, the pt called to report a vaginal burn. During examination, a burn was observed on the right side, distal portion of the vagina. Follow up info received in 2009, revealed that a tenaculum and speculum were used, there was nothing unusual about the cervix and, there was no indication of overdialiation. The burn was treated with silvadene cream and there were no further pt complications reported with this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed.